Event description:
It has been reported to philips that the system is giving a "disk full" error message and not providing cine. They deleted old cases and rebooted the system, but the issue remained. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the image processing computer. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that there was an issue with frontal ippc. Upon troubleshooting actions, fse identified that the ippc had failed to boot up. The defective part was returned for analysis, and the cause of the defect was not confirmed. The fse replaced the ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.